Event description:
It was reported that an unspecified event occurred in 2006 related to the catheter that required surgical intervention. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Result code used for the catheter.